Event description:
It was reported that the helix of an implantable pacing lead would not extend during an implant procedure. A new lead was implanted and no patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4). Evaluation summary: the inner insulation of the lead became extrinsically distorted due to kinking/buckling, the helix of the lead had an out of specification analysis result for extension/retraction due to greater than indicated number of turns to extend, the helix of the lead had an out of specification analysis result for extension/retraction due to greater than indicated number of turns to retract, visual summary analysis of the lead indicated damage at implant, and visual summary analysis of the lead indicated stretching; full lead returned and analyzed.